Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va12m4e, implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported there signs on infection at the connection site during the trial. The wound was opened and pus was drained. Antibiotics were also administered. As of late (B)(6) 2016, the signs of infection improved and there was no issue with the patient's general condition. It was stated that "no breeding (incubation)" to test was obtained. As the wound site was opened, the implantable neurostimulator was implanted on the other side without any issues. The patient's underlying disease is fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.